Event description:
First coil presidio 18 9 x 33cm (pc418093330/f49503) failed to detach and then prematurely detached. Second coil presidio 18 9 x 33cm coil (details unknown) experienced resistance in the microcatheter (boston xl 14 details unknown) and was damaged. The physician framed the aneurysm with the 1st coil presidio 18 9 x 33cm (pc418093330/f49503). The coil after about 30 attempts did not detach. The physician who was assisting in the case and is familiar with the molyneux technique to detach the coil tried to use the molyneux technique and this also did not work to detach the coil. So after approximately 30 tries; the physicians decided to pull the coil out and resheath. They thought they had pulled all the coil back into the sheath via the green introducer. So they attempted to insert another presidio 18 9 x 33cm coil (details unknown) through the microcatheter there was resistance that was felt. They did not realize that the 1st presidio had detached and was still in the microcatheter. They think that the 1st coil detached at the proximal section of the microcatheter; perhaps close to the rhv valve. They realized this when the 1st coil started to exit into the aneurysm. So they tried to resheath the 2nd presidio but it was damaged. They then removed both coils and the microcatheter.

Manufacturer narrative:
First coil presidio 18 9 x 33cm (pc418093330/f49503) failed to detach and then prematurely detached. Second coil presidio 18 9 x 33cm coil (details unknown) experienced resistance in the microcatheter (boston xl 14 details unknown) and was damaged. The physician framed the aneurysm with the 1st coil presidio 18 9 x 33cm (pc418093330/f49503). The coil after about 30 attempts did not detach. The physician who was assisting in the case and is familiar with the molyneux technique to detach the coil tried to use the molyneux technique and this also did not work to detach the coil. So after approximately 30 tries; the physicians decided to pull the coil out and resheath. They thought they had pulled all the coil back into the sheath via the green introducer. So they attempted to insert another presidio 18 9 x 33cm coil (details unknown) through the microcatheter there was resistance that was felt. They did not realize that the 1st presidio had detached and was still in the microcatheter. They think that the 1st coil detached at the proximal section of the microcatheter; perhaps close to the rhv valve. They realized this when the 1st coil started to exit into the aneurysm. So they tried to resheath the 2nd presidio but it was damaged. They then removed both coils and the microcatheter. Based on the information, the event was not confirmed. The product was not returned for analysis. No corrective actions will be taken at this time. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations ¿ 21 cfr part 803, medical device reporting. Concomitant medical products and therapy dates: presidio 18 cerecyte microcoil 9 mm x 33 cm (pc418093330/f49503); microcatheter (boston xl 14 details unknown).